Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels, loose drive support cap and hospitalization. Customer¿s blood glucose level was 531 mg/dl. Customer went to the hospital on (B)(6) 2017 at 9:15 am. Customer¿s current blood glucose level was 264 mg/dl. Customer was in the intensive care unit and the patient¿s parent believed the insulin pump did not deliver insulin. Customer also went into the hospital on (B)(6) 2017 and was released the following day at 2:00 am. Customer¿s parent advised they would call back to troubleshoot the insulin pump because of the loose drive support cap.